Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issues related to a CPAP device's sound abatement foam. Patient states that he has been having dizzy spells, not enough oxygen coming from the device while in use. Sharp pains in the right side of his chest while he is breathing in. Patient stated that the air coming from device while in use is very warm. Patient states while changing his filter he has noticed it is really black. There was no report of patient harm or injury. A correction to b5 was made and should be: the manufacturer previously received information alleging issues related to a CPAP device's sound abatement foam. Patient states that he has been having dizzy spells, not enough oxygen coming from the device while in use. Sharp pains in the right side of his chest while he is breathing in. Patient stated that the air coming from device while in use is very warm. Patient states while changing his filter he has noticed it is really black. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed. Section h6 correctly updated in this report.